Event description:
This letter is to inform you of this adverse event as the suspect device smith and nephew screws is not manufactured or imported by depuy synthes joint reconstruction. Depuy products original implant date unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).